Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this left ventricular (lv) lead had a pocket revision due to infection and erosion. Reportedly, the device metal was exposed. Moreover, the device was repositioned and was placed deeper. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The lv lead remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery and the additional intervention treatment with the use of intravenous antibiotics. This supplemental report was created to correct the entry in b2: outcomes attrib to adv event, h6: patient code description and patient code and in h10: additional MFR narrative.

Event description:
It was reported that the patient with this left ventricular (lv) lead had a pocket revision due to infection and erosion. Reportedly, the device metal was exposed. Moreover, the device was repositioned and was placed deeper. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The lv lead remains in service. Additional information received indicates that the device system was removed successfully due to infection. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The lv lead was explanted.